Event description:
Information received by medtronic indicated that the user experienced a high blood glucose. The user alleged the insulin pump was under delivering insulin as the battery did not deplete. Troubleshoot for under delivery was performed. Self-test was completed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.